Event description:
Pt spontaneously reports pump sn (B)(4) alarming "high pressure". Sending replacement. Occurred while in use. Available for return. Pt has backup device that she could switch to. Pt reported no adverse issues. No other info available. Reported to (B)(6) by pt/caregiver.